Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number null batch/lot number: (B)(4). Model/catalog description: reservoir flat iz 100 ml. Commercial name or unknown: device impotence mechanical/hydraulic.

Event description:
It was reported that patient experienced fluid leak in the tubing from the pump to the cylinders. All the components were explanted and replaced. No adverse patient effects reported. Additional information was received. Device would not inflate.

Manufacturer narrative:
He complaint component was returned and analyzed, and the reported allegation of fluid leak was confirmed (or not confirmed) via product analysis. Based on the results of this investigation, no escalation is necessary. Model number/catalog number: 720185-01, serial number null batch/lot number: (B)(4), model/catalog description: reservoir flat iz 100 ml, commercial name or unknown: device impotence mechanical/hydraulic. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that patient experienced fluid leak in the tubing from the pump to the cylinders. All the components were explanted and replaced. No adverse patient effects reported. Additional information was received. Device would not inflate.